Event description:
Reporter stated that a patient experienced high blood glucose (451 mg/dl) in 2004. Patient self-treated by removing the device and delivering 10 - 15u insulin, via injection. Patient's physician was contacted, and advised reporter to check patient's blood glucose every 2 hours. At 6:00 am, the following day, patient's blood glucose measured 55 mg/dl. He self-treated by drinking orange juice and eating peanut butter toast. Reporter alleged that the device was at fault for patient's high blood glucose.